Event description:
The customer stated that she was taken to the hospital by paramedics to be treated for a blood glucose reading of 22 mg/dl. The customer was unconscious when the paramedics arrived at the scene. The customer stated that she was at a wedding and began to feel fatigued, so she checked her blood glucose and the reading was over 500 mg/dl. The customer took 15 units of insulin, and the hypoglycemic event occurred shortly thereafter. The customer stated that she may have over bolused, causing the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.